Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the device's the right/silence buttons did not respond properly. Therefore, the front panel/keypad led pca was replaced. The device's tests were performed, and normal operations were ensured: repair test, alarm checking, battery checking, run testing, and cleaning. The device's software was confirmed to be version 14.1.03.